Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
The device was received scratched but was intact when it arrived for evaluation at covidien (B)(4). The device appears to have broken during shipping to covidien (B)(4). USA.

Manufacturer narrative:
(B)(4).

Event description:
The customer originally reported that during a laparoscopic colectomy, an alarm was heard when the system was activating. The dissector was removed from the system and replaced with a new hand piece in order to successfully complete the procedure. Nothing fell into the patient cavity and there was no patient injury. The device was returned for evaluation with a piece of the dissector disengaged.